Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade and improper or incorrect procedure during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the occluder was re-captured six times. Patient had a pre-existing trace circumferential pericardial effusion and was in atrial fibrillation prior to the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. It is possible that patient conditions or procedural/operational circumstances may have contributed to the reported pericardial effusion. However, this cannot be confirmed. The reported cardiac tamponade was cascade event of pericardial effusion. The reported unexpected intervention is a case-specific circumstance as a pericardiocentesis and drainage were performed. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction. However, it was unable to determine if this contributed to the reported event. Therefore, a letter will not be sent to the account.

Event description:
It was reported on (B)(6) 2025 a 31mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had a pre-existing trace circumferential pericardial effusion and was in atrial fibrillation prior to the procedure. Transseptal access was inferior and mid. Heparin was administered. During the procedure the occluder was re-captured six times. The occluder was removed and replaced with a new 28mm amplatzer amulet left atrial appendage occluder due to the patient's pectinate. The second valve was re-captured six times. The patient had very thin tissue where the pulmonary artery was. The occluder was implanted. The following day the pericardial effusion worsened. A cardiac tamponade was confirmed. A pericardiocentesis was performed. 500ml of fluid was drained. The day after the effusion tapered down to 300ml. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient had a pre-existing pericardial effusion prior to the procedure. During the procedure the occluder was re-captured six times. The patient had very thin tissue where the pulmonary artery was. The occluder was implanted. The following day the pericardial effusion worsened. A pericardiocentesis was performed. 500ml of fluid was drained. The day after the effusion tapered down to 300ml. The patient status was stable.